Manufacturer narrative:
Bec field service engineer (fse) replaced the carbon bridge and verified performance.

Event description:
A customer contacted beckman coulter inc., (bec) and stated that the unicel dxc 600 pro synchron clinical system intermittently generated false low sodium (na) results. The results were not reported out of the lab. Customer indicated that when the samples filed delta check, they were repeated on another instrument in the lab and those higher results were reported. The customer could not supply any data, but verbally stated that the na results were approximately 10mmol/l lower on the dxc 600 pro analyzer. The one example provided was a na of 131mmol/l on this instrument that reported 141mmol/l on the other instrument. Patient treatment was not affected.